Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. The hemostasis valve on the sheath was leaking back with blood. Proper sheath prep was done prior so it was confusing to see during the case. The sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath is expected to be returned for further analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the external vale at the open slit of the seal. Functional testing was performed, and the faradrive steerable sheath exhibited leaking from the hemostatic valve during pressure and vacuum testing. With all the available information, boston scientific concludes the reported leak was confirmed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. The hemostasis valve on the sheath was leaking back with blood. Proper sheath prep was done prior so it was confusing to see during the case. The sheath was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Sheath was returned for laboratory analysis.